Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room with a blood glucose of 596 mg/dl with ketones that were identified as dangerous by a healthcare professional. The customer was treated with insulin while in the hospital. Additional information was not provided

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.